Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (Initial reporter facility name): (B)(6). (B)(4). (Evaluation conclusion codes): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown. According to the complainant, during the removal of the device on (B)(6) 2018, the internal bolster detached and remained inside the patient's body. Reportedly, there was a resistance felt during the removal. The detached bolster was retrieved endoscopically. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacturer date and expiration date are unknown. (B)(6). (B)(4). Visual examination of the returned device revealed heavy residues were present on the device indicating use and handling. The bolster was returned and it was found to be separated from the device. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. It appears that the internal bolster was securely molded to the tubing during manufacturing. The complaint was consistent with the reported event of internal bolster detached. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because the force was applied to the device during removal causing the bond between the tubing and bolster fail. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the failure was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown. According to the complainant, during the removal of the device on (B)(6) 2018, the internal bolster detached and remained inside the patient's body. Reportedly, there was a resistance felt during the removal. The detached bolster was retrieved endoscopically. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.